Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for five (5) patients. The sample from the first patient (designated as patient 1) was reanalyzed on the same access 2 immunoassay system and on the customer's alternate access 2 immunoassay system serial number (B)(4) and lower results, outside of the assay's normal reference range, were obtained. The samples from two additional patients (designated as patient 2 and patient 3) were reanalyzed on the same access 2 immunoassay system and on the customer's alternate access 2 immunoassay system and lower results, within the assay's normal reference range, were obtained. Although the elevated results were reported outside of the laboratory, there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. The customer ran a system check after the generation of the first three (3) non-reproducible results, which did not recover within instrument specifications. The customer changed the aspirate probes and then ran a passing system check. Two additional non-reproducible access accutni+3 results were generated on the access 2 immunoassay system serial number (B)(4) after the passing system check had been run. The samples for the two additional patients (designated as patient 4 and 5) were reanalyzed on the customer's alternate access 2 immunoassay system serial number (B)(4) and lower results, within the assay's normal reference range were obtained. Although the elevated results were reported outside of the laboratory, there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) was recovering within range for access accutni+3; however, qc for thyroid-stimulating hormone (access hypersensitive htsh) and estradiol (access estradiol) was not recovering within customer established ranges at the time of the event. The customer did not provide specific information regarding the collection and processing of the patient's sample. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse cleaned the wash valve and replaced the wash rotor. The fse also performed preventative maintenance (pm) which includes the cleaning and/or replacement of several hardware components including: probes, tubing, seals and others. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event.